Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that, during the revision surgery, the surgeon could not remove a proximal broach (#10) with a distal stem extension (15.5mm) from the patient femur as they got stuck. Therefore, he cut the femur shaft to remove the broach and stem extension.

Manufacturer narrative:
A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during the revision surgery, the surgeon could not remove a proximal broach (#10) with a distal stem extension (15.5mm) from the patient femur as they got stuck. Therefore, he cut the femur shaft to remove the broach and stem extension.